Event description:
It was reported that during a total laparoscopic hysterectomy (tlh) procedure, the top jaw fell off while mobilizing the uterus. The device was difficult to close. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: batch # iyzd20236. The device was returned with the upper jaw detached not returned. In addition, the top of the I-blade was fractured and slightly lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw and the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned no device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information received: did the black ptc in the upper jaw detach? No. Did the broken piece fall into the patient? Yes. If yes, was it retrieved? Yes. Is the broken piece returning with the device or was it disposed of? Yes.